Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip delivery system (cds) leak. It was reported that during preparation of the mitraclip delivery system (cds), after the sleeve flush port was de-aired, the delivery catheter (dc) handle leaked (approximately 2cm from the flush port). The device was not used, there was no patient involvement. There was no clinically significant delay to the intended procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned and investigated. The reported leak could not be confirmed via returned device analysis. The discrepancy between what was reported (handle leaked), and what was observed (no issue) may have been due to the user technique during the preparation versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the leak. There is no indication of a product issue with respect to manufacture, design, or labeling. Na